Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associate with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number and patient info has been requested.

Event description:
Healthcare professional reported a lap-band port "leak." No info was provided on when the problem was first notice. The lap-band port was removed and replaced. Device will be returned.